Event description:
It was reported that the pt's vessels were "tortuous just a bit, but it was not severe." While in the cath lab, the intra-aortic balloon (iab) was prepped per instruction: attach one way valve and vacuum the balloon twice inside of the tray, also remove the balloon straightly grasping closely from the tray. The sheath was inserted into the pt's left femoral artery. The md inserted the iab into the sheath, and the iab became stuck during the advancement process. As a result, the iab and sheath were removed as one unit. The md inserted another sheath and a 40cc iab into the pt's right femoral artery without complications. There were no reported pt complications or injury.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.